Event description:
Information was received indicating that a smiths medical pump presented with lec 1144. There were no reported adverse events.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps 6400 alarm error code 1142 was confirmed when powering device on. This was isolated to the circuit board. Event log was unable to be downloaded. Action was taken to replace circuit board. Unknown cause of event. Device passed all functional testing. Updated b 5 and h 6. Additional information received.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps 6400 . Summary in h 10. Additional information received that event had no patient involvement as occurred during testing and date of event unknown.